Event description:
It was reported that patient rep did not think patient's therapy was on and that the patient was have a hard time and not being able to move well due to it. Patient rep said they have been dealing with this for 5 days and that the doctor said they needed to reach out to manufacturer for help. Patient rep said the implant battery said it was at 100% but showing that therapy was off. Agent confirmed that the therapy was supposed to be on at this time and was not turned off by the doctor for any reason. Agent attempted to walk patient rep through turning therapy back on but due to what seems like an issue with the communicator device, agent was not able to complete the process. Patient rep requested a spanish-speaking rep to come to their house and provide help in person instead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.